Event description:
The device was returned for a set ID failure. Testing and mock infusions were completed without error but an internal investigation found physical damages. Glue from the ipc midway connection bonded with wires of the set ID and caused damage to the insulation, exposing internal wiring. Additionally the rear cover o ring was found to be pinched.

Event description:
The following has been reported: pump displayed set not recognized error on multiple occasions. When the set was used by another pump the set was recognized with no issues reported after the pump was replaced. A preliminary review identified the following issue: sensor hardware failure (set ID sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.